Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd¿ insulin syringe with the bd ultra-fine¿ needle, stuck through the cap before use. No serious injury was reported.

Event description:
It was reported the bd¿ insulin syringe with the bd ultra-fine¿ needle, stuck through the cap before use. No serious injury was reported.

Manufacturer narrative:
Investigation summary: customer returned (10) 1cc, 6mm, 31g syringes in a sealed poly bag from lot#: 6354833. Customer states that the needle was sticking out of the cap resulting in a needle stick. The returned poly bag was examined and exhibited one syringe with the cannula through the shield, exposing the cannula, which could result in a needle stick. Samples were forwarded to manufacturing (holdrege) on 02nov2018 for further review. On 05nov2018, holdrege received ten (10) 1ml, 6mm, 31g syringes in a sealed polybag from batch#: 6354833. All samples were decontaminated per hstr-17 and hqa-68 prior to being evaluated. Upon evaluation by (B)(6), similar findings to those documented during initial investigation performed at bd franklin lakes were noted. The defective returned sample was removed from the polybag for evaluation. Per visual inspection, the barrel of the syringe was noted to be bowed in the opposite direction of the cannula's trajectory through the shield. All other syringes were inspected with no damage or other defects noted at this time. Possible root causes include, but may not be limited to: 1) misalignment on the shielder dial; 2) a combination of the bow of the barrel and tilt of the cannula shield within the dial; 3) a slight bend, within specifications, of the cannula prior to shielding in conjunction with either of the previously listed possible root causes. For the specific pils (point inspect lube shield) equipment, the shielder dial on this line was rebuilt earlier in 2018, as a part of corrective/preventive actions associated with CAPA: 226773. Batch#: 6354833 was manufactured prior to this improvement on the manufacturing floor. A review of the device history record was completed for batch#: 6354833. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200676623] noted that did not pertain to the complaint. Severity: s_2__; occurrence: a complaint history check was performed and this is the 2nd related complaint for needle stick before use and the 1st related complaint for cannula through shield on lot#: 6354833. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.